Event description:
During the super secur fit bi-polar operation, the surgeon tried to attach the collar to the stem using the instrument, but it could not be attached. The procedure was changed to collarless and completed.

Manufacturer narrative:
An event regarding seating/locking issues involving a omniflex smooth collar was reported. The event was not confirmed. There was scratches and gouges observed around dimension n and d-d, most likely caused by a surgical instrument during attempted implantation. A dimensional inspection was performed. The collar was confirmed to be the correct size. Features 9-13 could not be measured due to the damage identified in the visual inspection. There was no evidence of a dimensional issue oin review of the DHR. All devices manufactured and accepted into final stock on 2nd april 2013 with no reported discrepancies -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined. There was no evidence of a dimensional issue on the returned device and on review of the DHR. Further information such as stem details are needed to further investigate.

Event description:
During the super secur fit bi-polar operation, the surgeon tried to attach the collar to the stem using the instrument, but it could not be attached. The procedure was changed to collarless and completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.